Manufacturer narrative:
The implicated product is a 4.0 fr. Single lumen catheter with a basic tray. The product rec'd for eval is the 4.0 fr. Catheter. An assembled two-piece connector is attached at the proximal end. Together, the connector and cathter measure 24.1 inches long (an untrimmed 4.0 fr. PICC without connector should measure 23.45 inches). Adhesive residue adheres to the wings of the connector. A perpendicular impression 0.3 inches distal to the strain relief suggests the catheter had been folded over itself when the device was dressed. The 5-dot depth marker is located 3.6 inches distal to the connector's proximal end. A perpendicular slit in the catheter is found 6.0 inches distal to the connector's proximal end. No suture wing is included with the complaint sample. A lot history review is not possible as no lot number has been provided. Documents contained in the complaint file indicate the device had initially been inserted in august 1997. Over a seven month period, two separate leaks were encountered. The first leak occurred almost three months following insertion and was repaired without incident. Comparision of the complaint sample's length with the MFR's spec for an untrimmed catheter indicates only a small amount of tubing (0.5 inch) needed to be trimmed to accomplish this repair. 4 months later, the second leak was suspected and confirmed by a dye study (linogram). Tactual examination is remarkable only for exaggeration of the perpendicular slit noted above. Magnified (5x-30x) examination of the slit shows it to have straight, slightly rounded edges. Encompassing greater than one-half the tubing's circumference. The walls of the slit penetrate to the inner diameter at a steep angle and are rough and granular. The rough, granular walls suggest the damage is the result of a blunt force as opposed to a sharp instrument such as a scissors or scalpel. Each end of the slit terminates in a short longitudinal tear; one tear is directed proximally, the otehr tear is directed distally. The rounded edges and the opposing longitudinal tears at either end of the slit suggest the slit resulted from an anchoring suture cutting into the silicone material. The complaint file does not indicate if a suture wing had been employed. The suture wing's absence implies a suture wing was not used. A short longitudinal depression in the blue stripe adjacent to the slit may have been caused by a knot securing the suture in place. Catheter patency is demonstrated by flushing water with a 10cc syringe. Without pressurization, water discharges from the slit as well as the valve. Air is drawn into the syringe during aspiration. No additonal leaks are noted proximal to the slit as the cath is occluded immediately adjacent to the slit and pressurized until the tubing bulges. Similarily, no leaks are found in the distal portion of the cath when the lumen is hydraulically pressurized by fitting a blunt connector to the syringe and then threading it into the slit.

Event description:
1/8/97 insertion of PICC line. 10/23/97 line found to be leaking and repaired. 4/20/98-line found to be leaking. 4/21/98- linogram done. Line found to have crack just below insertion site, unrepairable and so the product was removed.